Event description:
It was reported that during a routine pump replacement the catheter was found to be fractured at the spinal site. No patient symptoms were reported. The report indicated that there was no patient injury; the patient recovered without sequela. The pump was used to deliver lioresal 2000mcg/ml (daily dosage was not provided).

Manufacturer narrative:
Other, catheter. Final pump analysis revealed no anomaly found - normal device function.